Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, CT scan revealed that ivc filter tip located 4 cm below the renal vein/ivc confluence. The filter was tilted with tip towards the right. The tip was penetrated through the right lateral ivc wall. At least 4 filter struts had penetrated though the ivc wall. Therefore, the investigation is confirmed for the filter tilt, caudal migration and perforation of the filter limbs in the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, approximately six years eleven months it was alleged that the filter tilted and embedded with the tip extended through the right lateral ivc wall and the four struts perforated through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, CT scan revealed that ivc filter tip located 4 cm below the renal vein/ivc confluence. The filter was tilted with tip towards the right. The tip was penetrated through the right lateral ivc wall. At least 4 filter struts had penetrated though the ivc wall. Therefore, the investigation is confirmed for the filter tilt, caudal migration and perforation of the filter limbs in the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism.. At some time post filter deployment, approximately six years eleven months it was alleged that the filter tilted and embedded with the tip extended through the right lateral ivc wall and the four struts had perforated through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, CT scan revealed that ivc filter tip located 4 cm below the renal vein/ivc confluence. The filter was tilted with tip towards the right. The tip was penetrated through the right lateral ivc wall. At least 4 filter struts had penetrated though the ivc wall. Therefore, the investigation is confirmed for the filter tilt, caudal migration and perforation of the filter limbs in the ivc wall. Multiple attempts to retrieve the filter might have caused the perforation of filter limbs in the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded with the tip extended through the right lateral ivc wall and the four struts had perforated through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.